Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl at time of incident. Customer¿s current blood glucose was 155 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active. Customer also stated that the infusion set did not delivered any insulin. The insulin pump will not be returned for analysis.